Manufacturer narrative:
The reported event of the ¿lead damaged¿ was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead was damaged. The lead was not used and replaced during the procedure. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.